Manufacturer narrative:
(B)(4). Evaluation summary: the plunger assembly was returned. The device and suture were not returned. Without the return of all components, the reported suture break could not be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar suture detachment incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, one of the sutures got untied from the needle. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the filing of the initial medwatch MFR report, additional information and clarification was received: arteriotomy closure was attempted using the proglide device with a 6f sheath after a percutaneous coronary intervention procedure. A femoral angiogram was not performed. A suture break occurred. Manual arterial compression was applied to achieve hemostasis.